Manufacturer narrative:
Initial reporter: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare provider reported "rupture" for an unknown side. Device remains implanted.